Event description:
The customer reported that the companion 2 driver was making "reviving sounds" that "spurred a rise in the patient's right fill volume, central venous pressure and blood pressure." The patient was switched to a backup driver without impact. This alleged failure mode poses a low risk to the patient because it does not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.